Manufacturer narrative:
Information has been forwarded to the manufacturing facility for evaluation. Results of investigation pending. Follow-up report will be filed.

Event description:
The customer reported that air got into the pleural cavity when the physician was attempting to remove fluid. The patient developed a pneumothorax.